Event description:
An operating room manager reported that the unit was not aspirating. The timing of the event is unk as well as the pt involvement. Additional info has been requested.

Manufacturer narrative:
A company representative examined the system and found vacuum would not rise above 475mm. The company representative replaced the 88 psig pressure regulator to resolve the issue. The system was then tested and met product specifications. The replaced 88 psig pressure regulator was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).